Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was intermittently inaccurate across multiple cartridges. The customer loaded a new cartridge successfully, and received an accurate fill estimate. Reportedly, the customer filled the cartridge with cold insulin. Tandem technical support educated the customer this was off-label. Additionally, it was reported that multiple cartridge change errors occurred. Customer successfully reloaded the cartridge to resume insulin therapy on the pump. There was no impact to the customer's blood glucose level.